Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a major bleed in their upper gastrointestinal (gi) tract, including their small intestine. An endoscopy of the upper and lower gi tract was performed. The cause of the bleed was unknown. Several blood transfusions were administered and the patient was instructed to withhold food intake. The patient was noted to be on warfarin and aspirin at the time of the event which may have contributed to the event.